Event description:
A high readings issue with the adc device was reported. A customer reported receiving an unspecified high scan on the abbott diabetes care (adc) device compared to an unknown result from a competitor brand meter. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced dizziness with strange feeling and treated themselves with some food. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 124 mg/dl was compared to a competitor brand meter result of 72 mg/dl. Length of wear was 1 day. When the results provided were plotted on a parkes error grid, they fell into the "c" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.